Event description:
As initially reported by healthcare professional that consumer had experienced discomfort in the left eye immediately after wearing the contact lenses. The consumer went to the ophthalmologist and was diagnosed with a minor corneal injury (lesion) in left eye and prescribed lubricating eye drops, although the frequency and duration of use were not specified. The doctor did not advise the consumer to return for a follow up visit and was advised to resume contact lens wear. The current status of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record for this lot has been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).